Manufacturer narrative:
This spontaneous case was reported by a health professional and describes the occurrence of menorrhagia ('relatively severe menorrhagia') in an adult female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. In 2012, the patient had essure inserted. On an unknown date, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required) and device intolerance ("poor tolerance for the tubal sterilization devices") and was found to have uterine leiomyoma ("uterine fibroids"). The patient was treated with surgery (essure removal). Essure was removed on (B)(6) 2019. At the time of the report, the menorrhagia, device intolerance and uterine leiomyoma outcome was unknown. The reporter provided no causality assessment for device intolerance, menorrhagia and uterine leiomyoma with essure. The reporter commented: lot number unknown. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 12-nov-2020: quality safety evaluation of ptc. We received a complaint sample in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a health professional and describes the occurrence of menorrhagia ('relatively severe menorrhagia') in an adult female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. The patient's medical history included pregnancy, varicose vein, eye operation and wisdom teeth removal. In (B)(6) 2012, the patient had essure inserted. In (B)(6) 2019, the patient was found to have uterine leiomyoma ("uterine fibroids"). On an unknown date, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required), device intolerance ("poor tolerance for the tubal sterilization devices"), cervicobrachial syndrome ("cervico-brachial neuralgia"), hypoaesthesia ("hypoesthesia of the 4th and 5th fingers"), asthenia ("debilitating asthenia"), ligament disorder ("diffuse migratory ligament"), arthralgia ("joint pain (feet, hands,knees, etc.)") And back pain ("low back pain"). The patient was treated with surgery (essure removed with total hysterectomy with ovary let in place by laparoscopy for medical reasons). Essure was removed on (B)(6) 2019. At the time of the report, the menorrhagia, device intolerance, uterine leiomyoma, cervicobrachial syndrome, hypoaesthesia, asthenia, ligament disorder, arthralgia and back pain outcome was unknown. The reporter provided no causality assessment for arthralgia, asthenia, back pain, cervicobrachial syndrome, device intolerance, hypoaesthesia, ligament disorder, menorrhagia and uterine leiomyoma with essure. The reporter commented: lot number unknown. The event ¿bad tolerance¿ was a group of symptoms: cervico-brachial neuralgia (predominantly on the left side with hypoesthesia of the 4th and 5th fingers), relatively debilitating asthenia leading to a decrease in physical and sports activities, diffuse migratory ligament and joint pain (feet, hands, knees, etc.), low back pain. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 31-dec-2020: new reporter and patient's medical history were added; patient's initials, essure start date were updated; new events were added: cervico-brachial neuralgia, hypoesthesia of the 4th and 5th fingers, debilitating asthenia, diffuse migratory ligament and joint pain (feet, hands, knees, etc.) And low back pain. We received a complaint sample in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a health professional and describes the occurrence of menorrhagia ('relatively severe menorrhagia') in an adult female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. In 2012, the patient had essure inserted. On an unknown date, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required) and device intolerance ("poor tolerance for the tubal sterilization devices") and was found to have uterine leiomyoma ("uterine fibroids"). The patient was treated with surgery (essure removal). Essure was removed on (B)(6) 2019. At the time of the report, the menorrhagia, device intolerance and uterine leiomyoma outcome was unknown. The reporter provided no causality assessment for device intolerance, menorrhagia and uterine leiomyoma with essure. The reporter commented: lot number unknown. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 9-mar-2020: quality-safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a health professional and describes the occurrence of menorrhagia ('relatively severe menorrhagia') in an adult female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. In 2012, the patient had essure inserted. On an unknown date, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required) and device intolerance ("poor tolerance for the tubal sterilization devices") and was found to have uterine leiomyoma ("uterine fibroids"). The patient was treated with surgery (essure removal). Essure was removed. At the time of the report, the menorrhagia, device intolerance and uterine leiomyoma outcome was unknown. The reporter provided no causality assessment for device intolerance, menorrhagia and uterine leiomyoma with essure. The reporter commented: device sample was available, lot number unknown. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaints records and other non-conformance data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.